Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had received a notice the stimulation was off. The patient was finding it difficult to charge her ipg with the charger. A new charger was sent to the patient. Attempts to determine if the charger resolved the issue have been unsuccessful.